Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient was no longer getting stimulation from their implantable neurostimulator (ins) and experienced pain. It was not certain where the pain was located. Per x-rays (date of which were unknown), it appeared that there was a lead going into the 0-8 port of the ins. Follow up information received on jan. 5, 2016 from the representative reported that the doctor determined there may be a disconnected wire. The patient was scheduled for a surgical revision on (B)(6) 2016. The patient had the device turned off and was reported as doing fine. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.